Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrosion to all the buttons on keypad trace. No button error alarm during testing. No moisture damage on electronic, motor, vibrator and battery tube assembly during visual inspection. The insulin pump has minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she received the alarm when she was trying to deliver a bolus. Customer treated with a manual injection. Customer took a nap with a heating blanket and discovered that the pump had moisture. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)